Event description:
IV pump discovered to have delivered heparin at 150 hr instead of 20cc hr. Rptr thought they had set pump correctly, but may have been distracted when setting it up. The pump was sent to biomed and found to be defective.